Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag and shipping box. The phenom 27 was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield embolization device that was difficult to position and got stuck in the phenom 27 microcatheter during resheathing. The patient was undergoing a procedure for treatment of a left hemisphere unruptured saccular aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 6mm. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline during the procedure. There was some severe difficulty and/or friction with delivery and positioning of the pipeline during deployment and repositioning was required. The device did not jump. When resheathing the second time, only about the pipeline was stuck in the distal end of the phenom 27 microcatheter, about 1/3 of the way up. The physician did not reduce the slack in the system but did rotate the pushwire twice. The pushwire was not rotated during removal. Only one pipeline was in use at the time. The pipeline was delivery and deployed at the intended location, please at least 3mm past the aneurysm neck on each side; no side branch was covered by the pipeline. The pipeline did not miss the landing zone. The pipeline did not jump during deployment and the tip of the catheter was not moved during deployment. Neither the catheter, nor the pipeline pushwire were damaged. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient.